Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). "(Named removed) called in to request a service call on this vent, it is reading low volumes. The volumes are consistently approximately 100 mls below the set value. This was noticed on a patient and was taken off and another vent placed on patient without any harm."

Manufacturer narrative:
(B)(4). Carefusion dispatched a field service representative for the evaluation of the device. Once the device evaluation is complete, a follow-up medwatch report will be submitted.